Event description:
It was reported that the patient had phrenic nerve stimulation due to dislodgement of the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event was phrenic nerve stimulation due to dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured to be within specification.